Event description:
It was reported while using an unspecified bd intravascular administration set there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: this j loop that wouldn¿t flush.

Manufacturer narrative:
One photo was returned by the customer. It was reported by the customer that the j loop set would not flush. The photo shows the sample attached to a syringe, however, it does not verify the complaint. A device history record review could not be performed because model and lot numbers are unknown. The root cause of this failure was not identified as no product was returned. H3 other text : see h10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd intravascular administration set there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: this j loop that wouldn¿t flush.